Manufacturer narrative:
Additional information: the inflation device remained on neutral pressure during delivery of the device. The stent partially displaced from the delivery system, but did not completely dislodge from the delivery system. The stent was removed from the patient using the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in the mid lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement to the lesion. It was also reported that stent dislodgement occurred. It is indicated that the stent was still intact but began to fall off the balloon. The dislodged stent was removed from the patient on the device. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.